Manufacturer narrative:
Representatives from (B)(4) visited the site of the incident on wednesday, (B)(6) 2014 and inspected the equipment and work area. The representative spoke with the customer contact at (B)(6) and they indicated that the cover was not fully opened when it fell. The equipment receives maintenance every 6 months and the most recent maintenance had been carried out on (B)(4) 2014. The equipment including the cover was found to be fully operational and in good condition. The system is performing to specification and further investigation is not required.

Event description:
(B)(4). Reported that the versacell cover was not secured during the time in which versacell daily maintenance procedures were performed at (B)(6) on thursday, (B)(6) 2014. The cover was not pushed back into the full "at rest" position. The versacell cover fell on the back of an operator's neck and shoulder. The operator remained at work for the remainder of the day on thursday, (B)(6) 2014 and was present at work, as expected on friday, (B)(6) 2014. On returning to work on the morning of monday, (B)(6) 2014, the operator visited occupational health and complained that her shoulder and neck were still painful. She was then referred to the accident and emergency department of the hospital. An examination was performed and it was determined that the operator had some soft tissue damage. Pain killers were prescribed, and the operator was not required to be present at work for the remainder of the week. The operator returned to work on (B)(6) 2014.